Manufacturer narrative:
This is initial/final MDR report being submitted for this complaint with associated MFR# 2954740-2017-00016. Additional procode: krd (B)(4). Penumbra px slim max od .039¿, max ID .025¿. 150cm, penumbra 400 coils, g3, deltafill 10 and deltafill 18. Dimensions ranged from 2x3 to 4 x 12 penumbra 400 soft coils, deltafill 18 3x12 to 7x33, g3 xsft 2x8 to 4x10. The deltafill will not be returned, therefore the root cause of the coil's incorrect length cannot be determined. A review of the manufacturing documentation associated with this lot (s11194) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during the procedure it was discovered that a deltafill18 4mm x 15 cm coil was of incorrect length. The procedure was coiling of a dural arteriovenous fistula. A competitor¿s microcatheter (od 0.039", max ID .025", 150 cm) was being used to deliver multiple coils. A deltafill18 4mm x 15cm (complaint product) was advanced through the microcatheter until the tactile fluoro markers approached the rotating hemostasis valve. They stopped advancing and stepped on fluoro and the coil tip had already exited the distal tip of the microcatheter. The coil should have been completely housed in the microcatheter since the markers indicate so. There were no complications and no surgical delays due to the reported event. The coil was delivered and detached with no issues. They had placed a number of penumbra 400 coils, g3, deltafill 10 and deltafill 18. Dimensions ranged from 2x3 to 4 x 12 penumbra 400 soft coils, deltafill 18 3x12 to 7x33, g3 xsft 2x8 to 4x10. The pusher wire and microcatheter were discarded and are not available for investigation.